Event description:
It was reported that the right atrial (ra) lead dislodged and was intermittently capturing the ventricle. The lead was sensing boththe atrium and ventricle at times, and at other times just the atrium or ventricle. The lead was programmed off and was subsequently repositioned. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5076 implantable pacing lead (B)(6) 2012. (B)(4).